Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 the user reported persistent hyperglycemia after a supply change, with bg reaching 400 mg/dl and lasting several hours. The user was able to correct the high bg by performing a full supply change, after which insulin absorption resumed and bg returned to range. The user reported symptoms of thirst and headache. No ems or hospitalization was required.